Event description:
It was reported that the micro reciprocating saw heated up during testing. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
The device is available for eval but has not yet been received. A f/u report will be filed when the device has been received and the investigation is complete.